Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 13-nov-2004, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving dilaudid (20mg/ml at an unknown dose) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the hcp wanted to replace the older catheter. The catheter was partially removed. A piece of the catheter remained in the patient. No environmental, external, or patient factors were reported to have caused this issue. The hcp used x-ray to try to remove the entire catheter. A pieced of the catheter remained probable to flank area. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.